Manufacturer narrative:
"This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available."

Event description:
As reported by user facility: one (1) bag was observed with a foreign particulate. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) pab empty unit from lotj4s670/s5904-52 was received for evaluation. The unit was intact, and the ports had not been accessed. Through visual observation, black particulate matter (pm was observed on the right-bottom side of the received unit. Optical images of the particle/defect were obtained, and the length was measured. Furthermore, the particle was extracted from the bags placed in the fourier transform infrared spectroscope (ftir) for analysis. The results are shown below. - particle 1: measured 539um and was identified as proteins and sugars (milk). The particle was on the inside of the bag, not embedded, and would have been in contact with the solution. A review of our non-conformance system database found no related or similar discrepancies during the production of the batch. The batch record was also reviewed, and the batch met and passed all release criteria and tests. Twenty (20) retain units were visually inspected by a certified pm inspector, and one (1) unit was observed with foreign particulate. The pab empty container uses a film material manufactured by a third-party vendor. A supplier corrective action request (scar) was issued to the vendor to investigate the particle issue. Through the vendor investigation, it was determined that there was cross contamination due to insufficient flushing of the solution delivery line. Based on the investigation conducted in the pab filling lines 2 and 4 - areas that used to manufacture empty container catalog no. S5904-52 batch j4s670, pab empty containers are delivered from pab assembly and are then rinsed with distilled water. Distilled water is then sprayed onto ports of the containers, and the med port (or nonaccess port) caps are crimped onto the container. There were no significant incidents identified during the review of records that may have contributed to the observed particle from the returned sample. Therefore, the root cause of the reported incident is unable to be determined at this time. There is a 100% in-process inspection conducted after the sterilization process. In addition, there are also in-process visual inspection conducted for batch j4s670. These inspections were all found to be acceptable, and the batch was released on its own merit. Based on the results of the investigation, this is considered to be an isolated incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.